Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 487 mg/dl. The customer treated via manual insulin injection. The customer noticed that his infusion set was leaking from the bottom of the patch; the customer noticed a hole where the needle goes into the plastic. The tip of the cannula was bent. Troubleshooting was declined for high blood glucose. The infusion set was returned and replaced.